Event description:
It was reported that the ventricular assist device (vad) exhibited low flows and the patient was admitted. Echocardiogram and computerized tomography revealed right heart failure and an outflow graft stenosis was suspected. The patient was administered inotropes and was discharged. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was discharged to a rehabilitation facility on vasoactive intravenous medications and a few days later presented to the emergency room with continued low flow alarms, below normal power consumption, and mean arterial blood (map) blood pressure in the thirties. It was unclear if this blood pressure was accurate. The patient was intubated, a computerized tomography (CT) scan and echocardiogram were done and there was concern for inflow thrombus or outflow graft (ofg) obstruction. The family was discussing withdrawing care when the patient went into ventricular fibrillation (vf) and additional vasopressors were initiated. Due to new strokes on CT, the extent of the vad clot and ofg obstruction, the patient was a poor surgical candidate, was made do not resuscitate (dnr) and the vad was disconnected. The patient subsequently passed away.

Manufacturer narrative:
A supplemental report is being submitted for additional information and corrections. Correction: additional products: d1: heartware ventricular assist system ¿outflow graft d4: model #: 1125 / catalog #: 1125 / expiration date: unk / serial #: (B)(6), UDI #: unk d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: unk h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: d4: serial or lot#: (B)(6); h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump (B)(6) and associated outflow graft (lot no. 0001609604r01) were not returned for evaluation. Log file analysis revealed an intermittent decrease in estimated flows on (B)(6) 2023, followed by a sustained decrease in power consumption and estimated flows beginning on (B)(6) 2023, leading to parameters below the normal operating range; log files revealed one hundred (100) low flow alarms logged since on (B)(6) 2023. As a result, the reported low flow and low power event was confirmed. The reported event outflow graft event could not be confirmed due to insufficient evidence. Information received from the site indicated that the patient exhibited low flow alarms and was admitted. Echocardiogram and computerized tomography revealed right heart failure and an outflow graft stenosis was suspected. The patient was administered inotropes and was discharged. It was further reported that the patient was discharged to a rehabilitation facility on vasoactive intravenous medications and a few days later presented to the emergency room with continued low flow alarms, below normal power consumption, and mean arterial blood (map) blood pressure in the thirties. It was unclear if this blood pressure was accurate. The patient was intubated, a computerized tomography (CT) scan and echocardiogram were done and there was concern for inflow thrombus or outflow graft (ofg) obstruction. The family was discussing withdrawing care when the patient went into ventricular fibrillation (vf) and additional vasopressors were initiated. Due to new strokes on CT, the extent of the vad clot and ofg obstruction, the patient was a poor surgical candidate, was made do not resuscitate (dnr) and the vad was disconnected. The patient subsequently passed away. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation and available information, possible causes of the reported low flow and low power event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, outflow graft obstruction, and poor vad filling. Per the instructions for use, right ventricular failure, cardiac arrhythmia, stroke, device thrombus, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological dysfunction and device thrombus. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.